Manufacturer narrative:
(B)(4). A non-covidien service provider inspected the device and verified the reported issue. The service provider cross-checked the o2 sensor with working ventilator and found it faulty. The ventilator is working with limitations. O2 sensor is faulty and needs to be replaced. Covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed

Event description:
It was reported that during set up the e360 ventilator had o2 sensor error. There was no patient involvement.